Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level; (specific bg value was not provided). Customer alleged the insulin was "bad" which contributed to the elevated bg. Customer changed the insulin and a supply change was performed to address high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.